Event description:
Due to problems with the machine, personnel called the hospital technicians. The tech attempts to shut off the machine by pressing the "reset alarm" button. After this, the tech tried to find the main switch for the disinfector. While the tech is away looking, a dense smoke starts to come from the machine and the staff calls the fire dept. The fire dept arrived "though the fire was out, the room was filed with heavy black smoke." No injuries were reported. No other detail of the report is available.

Manufacturer narrative:
Due to an incident resulting in MDR# 9616031-2013-00001, a retrospective review of similar complaints identified this incident having occurred with no MDR submitted. Device was evaluated remotely (not returned to MFR) via investigation reports and photos from getinge (B)(4). It was concluded that the overheat protection system failed/delayed response to an overheat condition. A voluntary device correction of getinge model 46 washer disinfections was reported to us FDA on (B)(4) 2013 (recall number not yet assigned). This correction was initiated to address two conditions: first: a potential trigger for overheating; second: (root cause) inadequate overheat protection system component. A component (shunt trip) selected for the overheat protection system does not meet the required parameters (control voltage) where/when overheating occurs. The correction entails: first: inspecting the setting of a software function that can be utilized during servicing of a unit to skip wash phases. This is a password protected function but if left in the enabled state, a user can inadvertently activate the heating element with no water in the chamber. The device correction action includes inspecting that this function is not enabled; and second: the installation of a newer design of overheat protection system that utilizes a heating element with integral thermal fuses that meet the required overheat parameters.